Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient reported no auditory percepts and no connection could be obtained with the internal device. It is unknown whether revision surgery is planned as of the date of this report, (B)(6), 2010.